Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) initially worked successfully but over time it stopped performing as intended. The patient underwent a surgery and upon removal a hole was identified in the left cylinder. The physician believes he must have accidentally punctured the cylinder with a needle upon initial implantation. All components were removed and replaced with a new ipp. There were no patient complications. The patient is expected to recover.